Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad was not responding and the act button. The customer blood glucose level was 260 mg/dl. Customer was assisted with troubleshooting. Customer stated that the clock was working. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.